Manufacturer narrative:
The microsensor (ID (B)(6)) was not returned for evaluation, however images were provided: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - review of the images confirms leakage, but does not provide confirmation of damaged threads, as reported. Root cause - a potential cause of the reported failure may have been related to incurred damage or connection alignment, during set up.

Event description:
N/a.

Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2024. It was used with icp cable 826636 and monitor 826635. A physician found that a female connector was unable to lock into the adapter and was identified that the threads were slightly warped causing a failure to completely lock the lure connector. Therefore, the cerebrospinal fluid was leaking moderately from the lure connector. The physician tried to lock the luer connector tighter at that time; however, on (B)(6) 2024, the physician found that the cerebrospinal fluid leak is more severe. In case of infection, the physician explanted the sensor on (B)(6) 2024 and stop the monitoring. The patient was in a coma initially when was sent to hospital and is still in a coma after procedure. The patient did not experienced any signs and symptoms due to cerebrospinal fluid leakage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.